Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed button error. Customer does not recall any significant events leading to the error, except that he sometimes wears the pump in his back pocket. Customer's blood glucose was unknown at the time of incident. Troubleshooting was attempted for the button error however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corner, cracked battery tube threads, broken reservoir tube lip and bleeding glass on lcd board.